Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the reported issue. The stm performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was used on a patient there was no arterial wave form. Customer also reported that the rs-232 port appeared to have a physical damage. There was no patient harm, serious injury, or adverse event reported.